Event description:
Customer's grandfather reported that customer was hospitalized for high blood glucose. It was stated that the product adhesive was not sticking. No further details provided at time of call.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.